Event description:
It was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause of the reported failure to be an inductor, designator l1, from the analog pcb assembly. A replacement device was provided to the customer.